Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was leaking from the luer lock. The customer's blood glucose (bg) levels were 400's mg/dl. The customer changed supplies and bolus to address the bg level. The customer reported successfully changing infusion set and resuming insulin.